Manufacturer narrative:
Correction to field h11. Additional MFR narrative.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increased pacing threshold measurements at 2.2 volts at 1.0 milliseconds. Moreover, high threshold could be a problem on the myocardial side. There was no anomaly noted with the lead impedance and x-ray did not show any abnormalities. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited an increased pacing threshold measurements at 2.2 volts at 1.0 milliseconds. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.